Event description:
Additional information received from the consumer reported that she had a loss of therapy and was having more accidents. The patient did not feel stimulation and therapy was reportedly on. The patient saw the upper limit screen when she tried to increase stimulation on program 3. She had gone as high as she could on each program.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v748191, implanted: 2011-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient experienced loss or change in therapy and leaking. The patient was not feeling stimulation while therapy was on. The patient was on program 3 and unable to increase any higher as she reached the upper limit screen. The patient stated that she did use program 1-2 in the past and they did not help so the patient switched to program 4. The patient increased a little however reported that she initially felt a tingling but it stopped. The patient had stopped feeling stimulation. The patient also reported stimulation in the wrong location. The patient reported a sudden change in therapy/symptoms. The patient reported no fall/trauma or any new physical activities. There were no changes in fluid intake or uti. The patient later reported that her remote was not working to her implantable device. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.